Event description:
Reference MFR. Report#: 1627487-2019-06310.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR. Report#: 1627487-2019-06310. It was reported that the patient was receiving painful stimulation due to the right occipital lead migrating after a car accident. X-rays confirmed the both leads had migrated. Reprogramming was unable to resolve the issue. As a result, the patient underwent surgical intervention (B)(6) 2019 wherein the lead was relocated. Effective therapy resumed post-operative. Both of the patient's leads are being reported because it's unknown which lead is liable.